Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "issue with implanting coil in the left tube" in (B)(6) 2009 and device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included chest pain, diarrhea, cough, sore throat and pregnancy (intrauterine pregnancy with estimated gestational age of 12 weeks. Normal fetal cardiac activity.). Concurrent conditions included sleep apnea, hypertension, knee pain, endometrial hyperplasia, polymenorrhoea, nabothian cyst and adenomyosis. Concomitant products included drospirenone + ethinylestradiol (yaz). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2010, the patient was found to have weight increased ("weight gain") and experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmennorhea (cramping)"). In (B)(6) 2010, the patient experienced fatigue ("fatigue"). In (B)(6) 2011, the patient experienced nausea ("nausea"). In (B)(6) 2018, the patient was found to have uterine cancer ("tumor / teratoma / cancer type: cancerous uterus cells"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain/abdomen left side"), dyspareunia ("dyspareunia (painful sexual intercourse)"), headache ("headaches"), migraine ("migraines") and back pain ("lower back pain"). The patient was treated with surgery (ablation and hyst. (Full),hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, abdominal pain, dysmenorrhoea, dyspareunia, headache, vaginal haemorrhage and nausea had resolved, the fatigue was resolving and the weight increased, female sexual dysfunction, migraine, uterine cancer and back pain outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, nausea, pelvic pain, uterine cancer, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient received treatment for dysmennorhea (cramping), dyspareunia (painful sexual intercourse), pelvic / abdominal pain, menorrhagia (heavy menstrual bleeding). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.1 kg/sqm. Pregnancy test - on an unknown date: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-apr-2020: plaintiff fact sheet received. Event¿ device difficult to use¿ was added. Lab data was added. Reporters were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "issue with implanting coil in the left tube" in (B)(6) 2009 and device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included chest pain, diarrhea, cough, sore throat and pregnancy (intrauterine pregnancy with estimated gestational age of 12 weeks. Normal fetal cardiac activity.). Concurrent conditions included sleep apnea, hypertension, knee pain, endometrial hyperplasia, polymenorrhoea, nabothian cyst and adenomyosis. Concomitant products included drospirenone + ethinylestradiol (yaz). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2010, the patient was found to have weight increased ("weight gain") and experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmennorhea (cramping)"). In (B)(6) 2010, the patient experienced fatigue ("fatigue"). In (B)(6) 2011, the patient experienced nausea ("nausea"). In (B)(6) 2018, the patient was found to have uterine cancer ("tumor / teratoma / cancer type: cancerous uterus cells"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain/abdomen left side"), dyspareunia ("dyspareunia (painful sexual intercourse)"), headache ("headaches"), migraine ("migraines") and back pain ("lower back pain"). The patient was treated with surgery (ablation and hyst. (Full),hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, abdominal pain, dysmenorrhoea, dyspareunia, headache, vaginal haemorrhage and nausea had resolved, the fatigue was resolving and the weight increased, female sexual dysfunction, migraine, uterine cancer and back pain outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, nausea, pelvic pain, uterine cancer, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient received treatment for dysmennorhea (cramping), dyspareunia (painful sexual intercourse), pelvic / abdominal pain, menorrhagia (heavy menstrual bleeding). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.1 kg/sqm. Pregnancy test - on an unknown date: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and heavy menstrual bleeding ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "issue with implanting coil in the left tube" in (B)(6) 2009 and device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included chest pain, diarrhea, cough, sore throat and pregnancy (intrauterine pregnancy with estimated gestational age of 12 weeks. Normal fetal cardiac activity.). Concurrent conditions included sleep apnea, hypertension, knee pain, endometrial hyperplasia, polymenorrhoea, nabothian cyst and adenomyosis. Concomitant products included drospirenone + ethinylestradiol (yaz). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2010, the patient was found to have weight increased ("weight gain") and experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmennorhea (cramping)"). In (B)(6) 2010, the patient experienced fatigue ("fatigue"). In (B)(6) 2011, the patient experienced nausea ("nausea"). In (B)(6) 2018, the patient was found to have uterine cancer ("tumor / teratoma / cancer type: cancerous uterus cells"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain/abdomen left side"), dyspareunia ("dyspareunia (painful sexual intercourse)"), headache ("headaches"), migraine ("migraines") and back pain ("lower back pain"). The patient was treated with surgery (ablation and hyst. (Full),hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, heavy menstrual bleeding, abdominal pain, dysmenorrhoea, dyspareunia, headache, vaginal haemorrhage and nausea had resolved, the fatigue was resolving and the weight increased, female sexual dysfunction, migraine, uterine cancer and back pain outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, heavy menstrual bleeding, migraine, nausea, pelvic pain, uterine cancer, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient received treatment for dysmennorhea (cramping), dyspareunia (painful sexual intercourse), pelvic / abdominal pain, menorrhagia (heavy menstrual bleeding). Discrepancy noted in essure insertion date - (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.1 kg/sqm. Pregnancy test - on an unknown date: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-may-2021: mr received. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included chest pain, diarrhea, cough, sore throat and pregnancy (intrauterine pregnancy with estimated gestational age of 12 weeks. Normal fetal cardiac activity.). Concurrent conditions included sleep apnea, hypertension, knee pain, endometrial hyperplasia, polymenorrhoea, nabothian cyst and adenomyosis. Concomitant products included drospirenone + ethinylestradiol (yaz). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2010, the patient was found to have weight increased ("weight gain") and experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmennorhea (cramping)"). In (B)(6) 2010, the patient experienced fatigue ("fatigue"). In (B)(6) 2011, the patient experienced nausea ("nausea"). In (B)(6) 2018, the patient was found to have uterine cancer ("tumor / teratoma / cancer type: cancerous uterus cells"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain/abdomen left side"), dyspareunia ("dyspareunia (painful sexual intercourse)"), headache ("headaches"), migraine ("migraines") and back pain ("lower back pain"). The patient was treated with surgery (ablation and hyst. (Full),hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, abdominal pain, dysmenorrhoea, dyspareunia, headache, vaginal haemorrhage and nausea had resolved, the fatigue was resolving and the weight increased, female sexual dysfunction, migraine, uterine cancer and back pain outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, nausea, pelvic pain, uterine cancer, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient received treatment for dysmennorhea (cramping), dyspareunia (painful sexual intercourse), pelvic / abdominal pain, menorrhagia (heavy menstrual bleeding). Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 113.39 kgs. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-dec-2019: pfs & mr received. New events abnormal bleeding (vaginal), apareunia (inability to have sexual intercourse), migraines, nausea, cancerous uterus cells, lower back pain was added. Onset date of event was added. Updated outcome of event fatigue from unknown to recovering / resolving, headaches from unknown to recovered / resolved. Concomitant conditions, concomitant drug, reporter, patient demographics was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), fatigue ("fatigue") and headache ("headaches") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hyst. (Full)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia and menorrhagia had resolved and the fatigue, headache and weight increased outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, pelvic pain and weight increased to be related to essure. The reporter commented: patient received treatment for dysmennorhea (cramping), dyspareunia (painful sexual intercourse), pelvic / abdominal pain, menorrhagia (heavy menstrual bleeding). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: plaintiff fact sheet received. Event injury was deleted and device category changed from device other event to incident. Events added from pfs- dysmennorhea (cramping), dyspareunia (painful sexual intercourse), pelvic / abdominal pain, menorrhagia (heavy menstrual bleeding), fatigue, headaches, weight gain, did not undergo confirmation test. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.